Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018 . (B)(4). (B)(6). Philip's international service technician reattached the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
It was reported that during periodic maintenance, philip's international service technician reported the internal battery was not attached. There was no patient involvement.